Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead as well as the pacemaker data returned for analysis. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The available data, corresponding to a device interrogation on (B)(6) 2013, were inspected. The ventricular threshold increased from 1.5v@0.5ms in unipolar setting up to 3.2v@0.5ms in bipolar setting. The pacing impedance values remain stable. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. Based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation.

Event description:
This lead was capped due to high thresholds in bipolar settings. Should additional information become available, this file will be updated.